Event description:
Customer reported via phone, she was hospitalized due to diabetic ketoacidosis. Customer was starting to think she was hospitalized due to the insulin pump as it hasn't been working properly. As last night her blood glucose was 156 mg/dl and she woke up with 410 mg/dl. Symptoms were heavy headed and tired. She treated with a syringe. Customer blood glucose was over 600 mg/dl when she was hospitalized. She was treated with the insulin drip and IV. Troubleshooting was performed. Customer didn't have tubing clamp to perform high pressure test. Customer requested the device to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.